Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the ventricular channel. Additionally, farfield oversensing of ventricular signals on the atrial channel. Isometrics were performed, and no noise was observed. All electrical measurements were within normal ranges. Technical services (ts) suggested reprogramming. The physician will continue to monitor the patient. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the ventricular channel. Additionally, farfield oversensing of ventricular signals on the atrial channel were observed. Isometrics were performed, and no noise was observed. All electrical measurements were within normal ranges. Technical services (ts) suggested reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the physician will continue to monitor the patient. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and noted that there was no loc. The additional signal observed was the t-wave that was confused for loc. No adverse patient effects were reported.